Manufacturer narrative:
Age at time of event: 18 years and older. Device is a combination product. (B)(4). Bsc ID: (B)(4). Tw: (B)(4).

Event description:
It was reported that stent damage occurred.   The target lesion was located in the mid left anterior descending artery. After a guidewire crossed the lesion, pre-dilatation was performed with a semi-compliant balloon catheter. A 2.25 x 32 synergy¿ stent was then advanced but it failed to cross the tortuous area before the lesion. Subsequently, the physician advanced the device using a non-bsc guide extension catheter. But still failed to cross. When the device was removed, it was noted that the stent strut was lifted. The procedure was completed with another 2.25 x 32 synergy¿ stent. No patient complications nor patient injuries were reported.

Manufacturer narrative:
Device evaluated by MFR.: synergy ous mr 2.25 x 32mm stent delivery system was returned for analysis. An examination of the crimped stent revealed damage. Strut rows 1 and 2 from the proximal end of the stent were lifted and pulled distally. The remainder of the stent was undamaged. The undamaged crimped stent outer diameter was measured the result was within specification. The balloon cones were reviewed and there were no issues to note. The balloon wings were tightly wrapped and evenly folded. A visual and tactile examination of the hypotube revealed no issues. An examination of the shaft polymer extrusion found no issues. There were no signs of damage or strain to the port bond. The tip was visually examined and no issues were noted. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the mid left anterior descending artery. After a guidewire crossed the lesion, pre-dilatation was performed with a semi-compliant balloon catheter. A 2.25 x 32 synergy stent was then advanced but it failed to cross the tortuous area before the lesion. Subsequently, the physician advanced the device using a non-bsc guide extension catheter. But still failed to cross. When the device was removed, it was noted that the stent strut was lifted. The procedure was completed with another 2.25 x 32 synergy stent. No patient complications nor patient injuries were reported.